Manufacturer narrative:
Approximate age of device (age of device: 9 months, 13 days). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was readmitted in (B)(6) 2017 for a recurring gastrointestinal bleed. The patient received one unit of packed red blood cells on (B)(6) 2017 and another unit of packed red blood cells on (B)(6) 2017. At the time of admittance, no stool occult testing occurred. No additional information was provided.

Event description:
It was reported that the patient¿s gastrointestinal bleeding reportedly resolved on (B)(6) 2017.

Manufacturer narrative:
The device remains implanted and the patient continues on vad support. A direct correlation between the device and the reported event of gastrointestinal bleeding could not conclusively be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system, and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.